Manufacturer narrative:
On 9/12/2017, biosense webster received additional information regarding this complaint: the substance found on the catheters after removal from the patient¿s body was thought to be coagulum. The generator was in power control mode with power values of between 25-35w. There were no issues related to temperature or irrigated catheter flow. The patient was administered unspecified anticoagulants via saline solution with activated clotting times maintained in an unknown range. The generator correctly stopped delivering ablation when the preset cutoff values were reached. An unspecified error message occurred during the procedure, but details such as the error number are unknown. The patient has not exhibited any neurological symptoms since the case was completed. On 9/14/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4). This report is related to FDA 3500a report numbers 9673241-2017-01048 and 9673241-2017-01049.

Manufacturer narrative:
Device evaluation results: it was reported that a patient underwent an ablation procedure for atrial fibrillation with three thermocool smart touch bidirectional sf catheters where clotted blood was found on the second electrode of each. Additionally, signal noise was noticed on the 1st and 2nd electrodes of the original catheter. The returned device was visually inspected, and char was found on the catheter tip. Per the reported event, the catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A coolflow pump test was performed, and the catheter was irrigating correctly. Per the material observed on the catheter tip, fourier transform infrared spectroscopy (ft-ir) was performed. The results showed that the foreign material had a biological composition, presumably human tissue. Based on the results obtained during a kastle meyer test, it can be inferred that the tissue contained blood as part of its composition. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char/coagulum on the tip has been verified. However, the catheter functionality was found within specifications. Additionally, char is a physical phenomenon of radiofrequency application, and can be a normal result of the ablation process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). This report is related to FDA 3500a report numbers 9673241-2017-01048 and 9673241-2017-01049.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with three thermocool smart touch bidirectional sf catheters where clotted blood was found on the second electrode of each. During the procedure, signal noise was noticed on the 1st and 2nd electrodes of the original catheter. Only the body surface electrocardiograms were affected. The catheter and cable were exchanged for new ones, but this did not resolve the issue. Again, the catheter and cable were exchanged, but the issue remained. Finally, a 4th catheter was used, and this resolved the issues. Upon withdrawal from the patient¿s body, clotted blood was found near the 2nd electrode of each of the three complaint catheters. The procedure was completed without patient consequence. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available. The issue with the signal noise is not MDR reportable. It was specified that the interference was only noted on the body surface electrograms, and only on the 1st and 2nd electrodes. If the patient¿s heart rhythm is still visible to the operator during periods of partial signal interference, then the potential that the issue could cause or contribute to an adverse event is low. However, clotted blood exhibits poor adherence to catheters and transseptal sheaths, making it a potential source of embolism. As a result, this event is MDR reportable for all three catheters used.